Event description:
A past high blood glucose event was reported, specific blood glucose values were not known, but levels were indicated as high. Cause was not known. Customer administered a correction bolus using the pump to manage the situation. No third-party assistance was required, although the issue was persistent and recurring. Cts advised the customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.